Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) was noted on the implantable cardioverter defibrillator (ICD). The cause of the oversensing was unknown but was suspected to be due to either electromagnetic interference (emi) or myopotentials. No changes or intervention was performed. There were no patient consequences.